Manufacturer narrative:
The mayfield base unit (a2101) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Transitional member supplied has worn starburst and thread, recommended replacement. Base handle closed without transitional member in place, recommend resize and refinish base handle clamp to return device to manufacturers specifications." Root cause - based on the evaluation by integra service and repair, the root cause is most likely use error. The base handle was found to be resized due to the handle having been closed without 6in transitional installed, causing a deformed hole. No further investigation required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
A facility reported that the transitional member on the mayfield ultra base unit (a2101) does not fit. It is unknown if there was patient involvement however; no patient injury or surgical delay has been reported.